Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an attempt to stop a post-partum hemorrhage on the female patient, it was reported the balloon could not be inflated as there was a hole in the membrane. Although there was a delay in care, the patient did not require any additional procedures nor experience an adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. One cook bakri postpartum balloon with rapid instillation components was returned for investigation with packaging and labeling content. A functional test was performed by inflating the balloon with water. A leak was noted and a hole was observed in the balloon material. Using magnification, there appears to be a puncture mark in the balloon material compromising the external barrier and allowing the balloon to leak. The complaint has been confirmed. The definitive root cause for the hole/leak cannot be determined. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of the production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record no non-conformances during the manufacturing process that would have caused or contributed to the reported deflation failure. A review of complaint history for this product/lot number combination revealed no other complaints associated with the complaint device lot number. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.